Event description:
It was reported that the end user was getting up from a sitting position when the walker collapsed and she fell, fracturing her hip.

Manufacturer narrative:
It was reported that the end user was rising from a sitting position. She took a step forward with her walker when suddenly it collapsed and she fell, fracturing her hip. She was admitted to the hospital, pending clearance for surgery. She developed cardio/pulmonary issues and later died. The sample was not returned for evaluation. One of the screws from the cross bar was reported to be missing and one was loose. The push tab that allows the walker to fold was bent, but the family did not know if this was caused by the fall. Without the sample, a root cause has not been determined. It is not known what role the walker may have played in the incident. If the sample is returned at a later date, it will be evaluated.